Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the hospital with incisional drainage, and the device was eroding through the skin. During the extraction of the lead, the helix would not retract. The lead was explanted. There were no additional adverse effects reported.